Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2015 due to a loose acetabular cup, pain and popping sound from the joint. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, the patient reports pain and a popping sound from the joint. A revision procedure has been scheduled but has not yet occurred.